Event description:
This procedure was a carotid stent placement. A spiderfx embolic protection device was deployed prior to the attempted protege rx stent placement. However, the stent would not cross the lesion. It is reported that the patient experienced small strokes (tia's). Additionally, between the two crossing attempts, the physician pre-dilated the stenosis using a (4mmx20mmx135cc) pta balloon. Subsequently, the physician successfully crossed the lesion with a competitors stent. Patient is reported as doing fine.